Manufacturer narrative:
Findings: pump had cracked case at display window corner, battery tube threads, reservoir tube lip and minor scratched display window. Pump passed the functional testing, including the operating currents measurement, self test, unexpected restart alarm error test, displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No unexpected open circle or display anomaly noted. The information provided in device info was incorrect with the initial report. The correct information has been provided with this report. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was not working correctly. They had noticed an open circle on it when they were about to give a bolus. They were unable to find the reason as to why they insulin pump had an open circle. The customer's blood glucose level was 189 mg/dl. The device will be replaced and returned for analysis.

Manufacturer narrative:
The insulin pump had a cracked case at display window corner, battery tube threads, reservoir tube lip and minor scratched display window. The insulin pump passed the functional testing, including the operating currents measurement, self- test, unexpected restart error test, displacement test, rewind test, basic occlusion test, occlusion test, prime test and excessive no delivery test. No unexpected open circle or display anomaly noted.